Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the user dropped the ilet after it fell from a pocket while getting up from a chair. The screen and device were unusable, and the casing had delaminated. A replacement ilet was arranged, and the user was advised to use backup therapy. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.